Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 69-year-old female patient, the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation without accessories and was evaluated using the reported customer settings. Stress testing did not reproduce any faults. Review of the device logs for the event date (6/21/2025) identified alarms for airway pressure high (2070), high tidal volume (2072), low tidal volume (2073), and peep leak (2090). These alarms typically occur when airway pressure or delivered tidal volume exceeds or falls below user-defined limits and are commonly associated with issues in the patient breathing circuit, such as leaks, disconnections, or a kinked hose. The log also recorded a patient disconnect event, which may correspond to the customer's report that the device stopped ventilating. The device passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.